Event description:
It was reported to boston scientific corporation that during an anterior repair procedure using a pinnacle duet pfr kit, the needle detached from the mesh leg, outside the patient, when the physician was loading the capio device. The physician tied a stand-alone capio suture on that mesh leg and completed the procedure with this device, without complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.